Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the reported insert and no other reports were found against the acetabular cup product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other event information or investigational inputs provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
User facility medwatch (B)(4) received. Total hip replacement in 2007. Started having pain and difficulty walking the last 6 months. Noticed extreme fatigue, and feeling is not right with regards to how my hip used to feel compared to the way it feels now.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).